Event description:
The flex deflectable videoscope was returned to the service center with a report of water leakage. This does not indicate an MDR reportable event, however, MDR reportable failure was found during testing at the service center. During inspection of the device, it was confirmed that a noise and an intermittent image were found to occur during angulation in up/down directions, likely the result of damage to the charged-coupled device. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed that the that a noise and an intermittent image were found to occur during angulation in up/down directions. The root cause of the issue was found to likely be the result of component failure due to a damaged charged-coupled device unit, likely due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.